Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 70% stenosed lesion being treated was located in the moderate calcified, non-tortuous proximal to mid left main (lm). The lesion was predilated with an unknown balloon, inflated to 20 atm. The physician attempted to place the 2.50x12mm taxus liberte drug eluting stent, but resistance was felt. Upon removal, the stent came off the stent delivery balloon when pulling out through the introducer sheath in the femoral. The stent could not be located. It may be in the right femoral or leg. Patient status reported as "ok".